Event description:
Event description cpi received information that during the attemtped implant of this ventak mini implantable cardioverter defibrillator (ICD), a fault code message indicating 'open lead, impedance greater than 175 ohms' appeared. This message appeared twice. Lead connections were verified. The physician elected not to implant the ICD. A new ICD was successfully implanted.